Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported bowel ischemia could not be conclusively determined through this evaluation. The research abstract titled ¿improving nutrition practices for critically ill postoperative heart transplant and ventricular assist device implant patients¿ identified that the heartmate 3 lvas may be related to bowel ischemia. The study referenced in the research abstract consisted of 26 eligible patients. The heartmate 3 device serial numbers and other specific case/patient information is not available and was not requested. No product was evaluated under this complaint. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information not provided. Age of device cannot be calculated with current information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract titled ¿improving nutrition practices for critically ill postoperative heart transplant and ventricular assist device implant patients¿ identifying heartmate 3 may be related to bowel ischemia. Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as the same as published date ((B)(6) 2019) since date of data collection was not provided. Author: r. Modir et al. Heart transplant/clinical nutrition, stanford university hospital, california. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.2 of 88197).